Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited "cartridge removed" error message during infusion. No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved load and fill tubing tests and showed the device did not duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed.